Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has the system over temperature alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated filed: b4, d9, e1 (initial reporter), e2, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation , investigation findings, health effect ¿ impact codes and investigation conclusions) and h11. It was reported during use that cardiosave intra-aortic balloon pump (iabp) has the system over temperature alarm. The getinge field service engineer (fse) could not duplicate issue that pump displayed over temp message.